Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI #: (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 10 december 2019, it was reported that a mesher needed to be repaired. A zimmer skin graft mesher serial number (B)(4) was already at a zimmer facility and was available for evaluation. Evaluation of the device on (B)(6) 2019 found that the comb was bent and that none of the pretests were able to be performed. Repair of the mesher occurred the same day and involved replacing the comb. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the comb was bent, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that a returning loaner device required repair. During an evaluation of the device, it was discovered that there was a bent comb. No adverse events were reported as a result of this malfunction.